Event description:
The customer reported to olympus that the video processor had no image. The issue was found between exams (colonoscopies and endoscopies) and no error messages detected. The procedure was cancelled and later rescheduled. Reportedly the sedation was not extended. The intended procedure was a colonoscopy. It was reported that the intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image. In addition, the following observation were found: a damaged connector/latch due to excessive physical stress and a damaged board due to graphics card failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred due to a failure of the board. Olympus will continue to monitor field performance for this device.